Event description:
It was reported the patient¿s catheter was replaced last august with the "new kink type, the new revision catheter¿ and the patient¿s two previous catheters were made of a different material than the current catheter. It was noted they did leave the old catheter in ¿they just tied it off.¿ it was reported the healthcare provider (hcp) stated there would be less chance of infection by not taking it out. It was also reported ¿they turned it down really low¿ and originally morphine was in the pump and ¿then it was not working,¿ but that was when they found ¿the pump was bad.¿ the patient had the catheter revisions and went back to morphine because it works originally. It was noted the patient was actually on dilaudid when the catheter was replaced, but then in (B)(6) 2013 it was switched back to morphine. The pump was being used to deliver morphine and dilaudid. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).